Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed no clear signs of use in the form of biological material on the device. The staples appear to be properly aligned. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staple were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple was unable to properly form. This was repeated two more times with the same result. The sample was disassembled to inspect the internal components. It was found that the cover block was partially detached from the trigger which prevented the staples from forming properly. Upon reattachment of the cover block to the trigger, 4 staples were fired, and they were all able to form and release properly. To simulate insertion into the skin, the remaining staples were fired into the skin with no further issues. It could not be determined how or when the cover block became partially detached from the trigger. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the staples from forming properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Teleflex will continue to monitor, and trend reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.